Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up one day after implant it was noted the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.